Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx), a guide catheter, and a guidewire. During the procedure, the physician attempted to advance the catrx over the guidewire through the guide catheter and cross the lesion; however, the catrx would not cross the lesion. Therefore, the catrx was removed. The physician opted to continue the procedure without using aspiration; therefore, the procedure was completed using balloon angioplasty and stenting the target vessel. There was no report of an adverse effect to the patient.